Manufacturer narrative:
Qn#(B)(4). The device sample has not been returned to the manufacturer for investigation at the time of this report. The manufacturer will continue to monitor and trend related events.

Event description:
Alleged event: the clip got stuck in the applier. The patient's condition was reported as fine.

Manufacturer narrative:
(B)(4). Since this instrument was not returned for evaluation and lot information has not been provided, we are unable to determine where and when it was produced or perform a thorough device history record (DHR) review at this time. Since the instrument was not returned for evaluation and pictures were not provided we are unable to validate this complaint or determine root cause at this time. All instruments are thoroughly inspected and function tested at time of manufacture. No corrective action required at this time.

Event description:
Alleged event: the clip got stuck in the applier. The patient's condition was reported as fine.

Manufacturer narrative:
Qn#(B)(4). Method: there is "no method code" being that a device history record (DHR) review was not be performed due to the lot number has not being provided and no sample was returned.

Event description:
Alleged event: the clip got stuck in the applier. The patient's condition was reported as fine.